Manufacturer narrative:
It was reported that the patient concurrently underwent abdominal sacrocolpopexy and posterior repair.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 07/14/2017. Patient code: (B)(4) additional surgical intervention. It was reported that following insertion the patient experienced pain. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2016 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
Patient codes: (B)(4) - recurrence, urinary/bowel problems additional narrative: it was reported that following insertion the patient experienced recurrence, bleeding, urinary problems/bowel problems, and neuromuscular problems.